Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The analysis results found that the 6sb45 device was received in good visual condition and with two reloads present. Reload a was received fully loaded with staples; reload b was received partially fired which indicates that the device firing cycle was interrupted. The cartridge reload a was taken off of the device and reload it back on and it click into place as intended. The device was tested for functionality with the returned reload and it fired, cut and formed all the staples as intended. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a laparoscopic gastric bypass procedure, misfire - on the 4th firing with a blue cartridge the stapler cut the tissue, but no staples formed when creating the gastroenteroanastomoses. The gastric pouch was sutured and mobilized, and the bowel was transected and re-stapled. The surgeon managed to reconstruct the ge laparoscopically. The stapler did not fire across an existing staple line, no other materials where present e.g buttersein. There were no adverse consequences for the patient.